Event description:
Customer states there is damage to the battery cap and it cannot be removed. Customer's blood glucose is 492 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had stripped battery cap at coin slot, broken battery tube threads, cracked reservoir tube lip and a minor scratches on display window.